Manufacturer narrative:
Findings: pump alarmed a64 due to faulty board. Pump received with cracked reservoir tube lip noted.(B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer stated that they have been having these reoccurring issues during the rewind/ prime sequence. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.